Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation of the sample showed use residue on the catheter. The sample was flushed with a 12 ml syringe and multiple leaks were observed in the catheter body. A microscopic observation revealed multiple cracks and splits in the catheter tubing just distal to the molded joint. The edges of the splits were observed to be jagged and uneven; however, the exact cause of the observed splits could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial rupture of the catheter close to the fins. Not used sas or glue at insertion point. Incident occurred during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported partial rupture of the catheter close to the fins. Not used sas or glue at insertion point. Incident occurred during use. No other information was provided.